Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was fractured approximately 33.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the velocity was fractured. This type of damage typically occurs due to improper handling during preparation. If force is applied while bending the device, or during insertion of the device, it is likely that damage may occur. This fraction did not occur at a junction location. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the velocity delivery microcatheter (velocity) snapped in half. The damaged velocity was found prior to use and was not used in the procedure. The procedure continued using a new velocity.